Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) male patient, generated by the unicel dxc 600i. The result was reported out of the lab and was questioned by the clinician. Repeat analysis on the same instrument produced a lower result within the risk stratification range, but outside of assay precision claims. The affect, if any, to the patient is unknown at this time.

Manufacturer narrative:
Samples are collected in lihep plasma tubes with a gel separator. Customer centrifuges samples for 10 minutes on a statspin centrifuge. Specific centrifugation speed has not been supplied to date. Laboratory protocol is to re-centrifuge all samples prior to repeat analysis. All three levels of accutni qc were within customer's established ranges prior to the event. Qc is performed every 24 hours. On (B)(6) 2011, level 1 accutni qc was out of range >3sd. Customer was able to get the qc to pass within specification after the third attempt. Hyb-psa, t-uptake and frt4 qc were also experiencing issues. Specific qc data related to these assays have not been supplied to date. A routine system check performed on (B)(4) 2011, failed due to a washed %cv of (B)(4). System specification is 0.00 - 12.00%. Customer replaced aspirate probes and re-ran the system check which passed within instrument specifications. Washed %cv was (B)(4), just within specifications. Bci field service engineer (fse) found faulty peri-pump tubing causing aspiration issues. Fse replaced aspirate probe tubing to resolve the issue. Fse performed routine system check and a high sensitivity system check; both passed within instrument specifications. Root cause is associated with the hardware.